Manufacturer narrative:
No unexpected sticking of buttons noted during testing. Button error alarmed after boot up and intermittent button response on the act button due to corroded keypad traces noted. Cracked lcd window, cracked case at lcd window corners, cracked reservoir tube lip, scratches on reservoir tube window, and cracked battery tube threads were noted.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. When she attempted to deliver a bolus, the up arrow button was stuck. The buttons on the insulin pump were not working. Customer's blood glucose level was not reported. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.